Event description:
On/off button failed inspection in conjunction with return of product. (B) (4).

Event description:
It was reported that the lead exhibited noise which caused inappropriate mode switches. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.